Manufacturer narrative:
A device history review was conducted for lot number 7356391. Our records show the reported lot was manufactured in february of 2018, and determined that this is the only instance of a damaged adapter being reported occurring in this lot of intima ii¿s. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing, located on the adapter. The returned product's swage dimensions were measured by our team and found them to be within product specifications. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is properly oriented and operating normally. We are currently conducting a long term study to determine the root cause for this event.

Event description:
It was reported that a bd intima-ii closed IV catheter system leaked at the adapter during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked at the adapter during use.